Event description:
It was reported that a 5f celt device was used to closed a 5f arterial puncture. Upon ejection of the implant it was noted that the closure didn't work and manual compression was applied. During the manual compression step, the attending physician elected to retrieve the implant by accessing the opposite groin to go up and over and snare the implant. The physician was able to complete snaring of implant successfully with no adverse events/complications to the patient.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient required an additional snare procedure to remove the embolized implant. The physician was able to do so successfully with no adverse event/complications to the patient. A search of the complaint files did not find any other report with the lot number (943101). The device was not returned to vasorum ltd. For examination. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. No corrective/preventative actions will be taken at this time. This report is the final report being submitted by vasorum ltd unless requested by the FDA.